Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert sounded. It was determined that the patient had been using an electric blanket with magnets, which triggered the magnet alert. The patient was advised not to use that blanket, and the ICD remains in use. No patient complications have been reported as a result of this event.